Event description:
Customer reported via phone, over the weekend the insulin pump had alarmed no delivery and she had to go the hospital to get insulin since she was trying to drive. Customer's blood glucose was between 400 to 500 mg/dl. Troubleshooting was not performed as customer resolved issue by changing out the reservoir, infusion set, and insulin. Customer declined troubleshooting for high blood glucose she states high was due to scar tissue. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.